Manufacturer narrative:
(B)(4). Sw 5.2a retainer ring = black customer complained about the unit having physical damage on the lcd window and crack on the back of the unit event date of (B)(6) 2022. Device passed displacement test. Unit failed selftest with multiple-colored vertical lines on the lcd screen. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No lost sensor alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked lcd window cover, cracked case at belt clip rail corner, cracked battery tube threads, cracked battery tube area, cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling/fading end cap address label and scratched case. Unit was confirmed for crack on the lcd window corner of the unit. Partial display no communication anomalies with sensor transmitter noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked and there was loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.